Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1835204) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the mynxgrip vascular closure device was deployed the balloon would not deflate. The physician ended up having to pull the balloon out while inflated and hold manual pressure. There was no reported patient injury. The vessel type was femoral arterial. The stick location was medium. The deployer was mynx vcd trained. Initially, a 6f sheath was used. The mynx vcd was prepped according to instructions for use (IFU). There was resistance observed at the balloon. The balloon was not fully deflated under vacuum. The balloon was not pinching/pinning with the advancer tube by the deployer. The balloon was not inverted. Hemostasis was achieved with manual compression in 30 minutes or less. The patient¿s hospitalization was not extended as a result of the event. The patient recovered. The device is available for evaluation.

Manufacturer narrative:
As reported, when the 6/7f mynxgrip vascular closure device (vcd) was deployed the balloon would not deflate. The physician ended up having to pull the balloon out while inflated and hold manual pressure. There was no reported patient injury. The vessel type was femoral arterial. The stick location was medium. The deployer was mynx vcd trained. Initially, a 6f sheath was used. The mynx vcd was prepped according to instructions for use (IFU). There was resistance observed at the balloon. The balloon was not fully deflated under vacuum. The balloon was not pinching/pinning with the advancer tube by the deployer. The balloon was not inverted. Hemostasis was achieved with manual compression in 30 minutes or less. The patient¿s hospitalization was not extended as a result of the event. The patient recovered. The device is available for evaluation. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The procedure sheath was on the outer cartridge tubing, fully retracted, and the advancer tube was engaged to the distal tamp lock. The sealant was not returned with the device. An attempt to inflate and deflate the devices per mynx instructions for use (IFU) confirmed the user's complaint. The balloon remained partially inflated when the inflation indicator was retracted completely. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. When the proximal end of the polyimide shaft is pushed against the plunger it traps the fluid in the balloon resulting in a balloon failure to deflate. A device history record (DHR) review of lot f1835204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.